Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss or change in therapy. The patient reported that the implant was not working shortly after it was implanted. The patient stated that a healthcare professional (hcp) told him to turn it off last year in 2016. The patient was to follow up with a hcp. Additional information was received from a hcp on 2017-01-27. The hcp reported symptoms refractory to therapy. The hcp noted the patient had significant gi and psych issues as well. The hcp stated that the device was interrogated and multiple programs were re-installed. The hcp stated that medical and behavioral therapy were actions that were taken to resolve the lack of therapy shortly after implant. The hcp also noted gi referral as an action to resolve the lack of therapy shortly after implant.